Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. The instrument was found to have the conductor wire insulation retracted. The black insulation has somehow moved backwards along the wire. The retracted insulation exposed approximately .156" of the conductor wire. The conductor wire was not broken. The instrument passed the electrical continuity test. Visual inspection found no physical damage to the insulation. The complaint regarding a broken wire was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the long bipolar grasper instrument had a broken wire. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.